Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the insulin pump had a button error alarm and the keypad was not responding properly. The caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The nurse stated that the customer would revert to manual injections. The insulin pump was not replaced or returned for analysis.